Event description:
It was reported by patient that he underwent total hip arthroplasty in 2008, in which patient received a durom acetabular cup. Patient states that post-op he has been experiencing pain, x-rays have shown the cup to be loose, and his surgeon has recommended revision surgery, which has not yet been scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.